Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. Currently the vessel morphology was reported as there was disease progression with aortic neck dilatation. The aortic neck is currently 30 mm in diameter and 10-15 mm in length. It was reported that the patient presented with an enlarging aneurysm and migrated talent graft. An intra-op angiogram revealed no endoleaks, but the previously implanted 28 mm talent system had migrated down around 1cm. The physician elected to implant two endurant 36x36x49 aortic cuffs to bridge the gap between the lower right accessories renal and the talent stent graft. The migration was resolved. No clinical sequelae were reported and the patient is fine.